Event description:
It was reported that following an atrial lead revision, the ventricular lead was connected to the device and there was no pacing. The device was explanted. No patient complications have been reported as a result of this event.